Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wouldn't power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was drawing excessive current and would not power up. Multiple components were thermally damaged on the monitor c/a and defibrillator boards. The cause for the thermal damage was isolated to a damaged c19 high-voltage capacitor on the defibrillator board. The negative lead on c19 was broken from the pad. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the damaged c19 capacitor. The patient received a replacement monitor.